Manufacturer narrative:
(B)(4). Medical product: nexgen stemmed tibial component, catalog #: 00598003701, lot #: 62263176; nexgen femoral component, catalog #: 00576401552, lot #: 62285177; nexgen all polyethylene patella, catalog #: 00597206629, lot #: 62257591; nexgen taper stem plug, catalog #: 00596009900, lot #: 62283349; nexgen stem extension, catalog #: 00598009000, lot #: 62308984; palacos bone cement, catalog #: 00111314001, lot #: 75774318; palacos bone cement, catalog #: 00111314001, lot #: 75674317. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00425, 3007963827-2018-00083, 0001822565-2018-02766, 0001822565-2018-02767. Remains implanted.

Event description:
It was reported that the patient has had pain and limping since the initial implantation. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Event date ¿ unknown date in (B)(6) 2018. Reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was reviewed and no deviations or anomalies were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). This report is being submitted to relay additional information. The following sections were updated: explant date: unknown date, (B)(4)2018 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that patient underwent a revision procedure due to pain.